Event description:
It was reported that a vns patient experienced some breakthrough seizures while he was hospitalized with rsv. Diagnostics show vns to be functioning properly. Good faith attempts to obtain additional information about the seizures have been unsuccessful to date.